Manufacturer narrative:
The pump was received with cracked case at the display window corner. The pump was received with broken battery tube threads. The pump was received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had damage on their insulin pump. It was reported that the damage was on the reservoir side. It was reported that the reservoir was not able to connect. No further information provided.